Event description:
While the anesthesiologist was performing an epidural, the epidural catheter placement encountered resistance when it was advanced through the touhy needle once it reached the tip of the touhy. As the epidural catheter was withdrawn (no unusual resistance or force needed), it was noted that the tip was not intact and the first 5cm of the epidural catheter appeared to be retained epidural catheter tip. The manufacturer referred the anesthesiologist to the FDA information site on retained epidural catheters and noted that the catheter is biocompatible and should not react with the body; there is no harm in leaving the catheter in place. Therefore, a decision was made by the anesthesiologist and surgeon prior to the start of the surgical procedure to intentionally leave the catheter in place. During the rca meeting of this case, the anesthesiologist's technique was reviewed. It was noted that when withdrawing the catheter, it was withdrawn through the touhy needle, which is inconsistent with the recommendations of the product packaging. Also, we attempted to re-create breaking the catheter inserted through the touhy needle and it was extremely difficult to do so given that the anesthesiologist reported the ease at which the catheter withdrew, and felt that was unlikely due to the technique, but possibly due to product failure.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. While no specific conclusion can be drawn, the reporting facility did indicate that the catheter was withdrawn through the needle. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available, a follow-up report will be filed.